Event description:
It was reported that: while the anesthesia machine was automatically ventilating the patient, the anesthesia machine alarmed and stopped ventilating. The user noted no pressure in the breathing system and was unable to manually ventilate the patient on the machine. The patient was ventilated with an alternate device. The anesthesia machine was then powered off and powered on. The anesthesia machine performed power on diagnostic tests, was posted as functional, and was used to complete the case. No patient injury reported.